Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery performed on the (B)(6) 2015, the patient underwent a revision surgery on the (B)(6) 2017 to explant the jrny ii bcs xlpe art isrt sz 7-8 rt 10mm. The reason for the revision surgery is unknown. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, without the requested documentation the root cause of the reported events cannot be definitively concluded. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of instructions for use revealed in the warnings and precautions section there is risk of experiencing possible adverse effects, and that the implant could become damaged and may need to be replaced. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.